Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the touchscreen was cracked. The customer declined to provide further information regarding the issue to tandem technical support and declined follow up contact.